Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection vanlid (1 gram, stat dose and given intraperitoneally (ip)) and injection meropenem (500 mg, two times a day and given ip) for peritonitis. Vanlid and meropenem therapies were ongoing at the time of this report. The patient¿s outcome was unknown and the action taken with dianeal therapy was not reported. No additional information is available.